Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital after experiencing syncope that lasted for 20 minutes. Due to the syncope the patient fell and broke five ribs. Upon interrogation it was noted that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited a ten minute episode of oversensing of the minute ventilation signal. The oversensing led to pacing inhibition with asystole. Review of the arrhythmia logbook found approximately 28 additional oversensing of minute ventilation episodes over the last month. It was noted the patient is pacemaker dependent and there have been no impedance measurement issues. The other manufacturer rv lead has been implanted for 15 years, however the pacemaker was just implanted two months earlier. The physician was concerned with a possible issue with the pacemaker's header. Boston scientific technical services (ts) discussed other reasons that may contribute to the device oversensing the minute ventilation signal, including lead integrity, as the lead has been implanted for a long time. The field representative stated that troubleshooting would be difficult with the patient's current injury. Ts recommended programming minute ventilation off. The field representative noted that the root cause of the minute ventilation oversensing was never clearly established and the clinic programmed minute ventilation off in the pacemaker. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.